Event description:
I was on peritoneal dialysis due to esrd r/t polycystic kidney disease. In (B)(6), I noticed that the pd caps were defective. Betadine was exploded in wrapper or the foam insert was missing or displaced. I did not use the caps with missing foam but can not guarantee that the displaced foam cup was not used. In addition, during this same time we had in excess of 6 boxes containing 6 liter bags that spontaneously burst and soaked out storage area. The boxes were stacked appropriately and were not damaged at or after delivery. During this same period of time, I identified several 6l bags that I prepared and placed on the cycler when placing a 2l bag on top of the 6l bag a pin hole leak on the side seam was identified. I discontinued the use of those identified dialysate bags; however, I have no idea how many bags that I used prior to placing a 2l bag may have had a leak. I reported both incidents or finding to my home dialysis unit. During the month of (B)(6), my uf continued to all and I had great difficulty emptying the peritoneum and was feeling unwell. Late (B)(6) 2014, and up until the beginning of (B)(6), I was identified as having peritonitis and was treated with two rounds of antibiotic peritoneal treatment which was unresponsive. I was hospitalized on (B)(6) affecting my pulmonary status with subsequent atelectasis requiring 15l of oxygen nc; I gained in excess of 50 pounds due to fluid retention which required daily hemodialysis. I hallucinated due to the uremia and experienced severe abdominal pain. I required multiple IV fluids and medication to sustain and/or increase my blood pressure. My pd catheter was removed and I was forced to return to hemodialysis. The cause of the peritonitis was identified by the infection control specialist and microbiologists in (B)(6) (I reside in (B)(6)). Was determined to be a micro bacterium that does not exist in north america and has never been present in the peritoneum. I have not traveled and have not received any products that would enter the peritoneum except that received from baxter health. The micro bacterium has three sub categories that were not identified until several weeks after I was discharged. I was found to have the second subtype that required me to have IV antibiotics for several more weeks outpatient and I will remain on oral antibiotics until the end of (B)(6) 2015. The antibiotic treatment will affect my ability to have a paired transplant, as I will need to wait until (B)(6) and I am now permanently on hemodialysis. Dose or amount: 2.5%; frequency: once daily; route: peritoneal. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: peritoneal dialysis caps for pd catheter; peritoneal dialysis home use.